Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that at the elective change out of this device, the physician believed that the setscrews in the header were stripped as the screws would not loosen to remove the right ventricular lead. Multiple techniques were used, and after multiple attempts the lead was cut and partially abandoned as it could not be removed from the device header. The lead was replaced with no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device had insufficient battery status for interrogation or memory download. Visual inspection of the device header noted that the setscrew capture washer on the device was distended, and the wrench tip had broken off in the setscrew slot. Laboratory analysis noted that his usually results from setscrew being backed out too far, and can also be caused by improper/broken use of bsc wrench or using non-bsc wrench. An is-1 lead was inserted into both ports, with no issues observed. Additionally, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The device was unable to be tested for electrical functions as the battery status was insufficient. In conclusion, laboratory analysis was able to confirm the field allegation of setscrew issues and stuck lead in the device header.